Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, after a percutaneous coronary intervention (pci), a 7 fr. Exoseal vascular closure device (vcd) was used to successfully achieve hemostasis without any reported issue. The day after the index procedure, the patient had no reported issue. The patient¿s temperature was approximately 37 degrees celsius, but had no inflammatory reaction (crp level: below 1). The patient was discharged home two (2) days after the index procedure. After taking a bath, the patient felt pain at the origin of the leg and an internal hemorrhage was confirmed on the inner side of the puncture site. Four (4) days after the index procedure, the patient visited the hospital and the inner side of the puncture site was noted to be discolored. The puncture site seemed to have no issue, except pain. The patient had blood drawn and was hospitalized. The patient was started on drug therapy (the patient had no fever and the crp level was: 5.73). Five days after the index procedure, the patient¿s crp level was: 3.79. Computerized tomography (CT) displayed a hazy object around the puncture site. Echo displayed a plate-shaped object which is five (5) cm. In length and four (4) cm. In depth. It is unknown if it is a hematoma or layers of infected tissue. According to the cardiovascular surgeon, it should be extracted if the puncture site is infected. However, it would be ideal to wait until it heals in a case of hematoma. This case is under observation. During the pci procedure, a 7 fr. 25 cm. Non-cordis sheath introducer was exchanged to a new 7 fr. 10 cm. Non-cordis sheath introducer. The puncture site was not sterilized and the gloves were not changed at that time. The patient¿s crp level was slightly elevated. This had occurred before during a previous cag procedure/performance, but the cause was unknown. When the patient was punctured for this pci, the initial attempt failed. Any possible hematoma was confirmed per visual observation. The product will not be returned for inspection. The insertion site was the right femoral artery. No target lesion characteristic information was available.

Manufacturer narrative:
As reported, after a percutaneous coronary intervention (pci), a 7 fr. Exoseal vascular closure device (vcd) was used to successfully achieve hemostasis without any reported issue. The day after the index procedure, the patient had no reported issue. The patient¿s temperature was approximately 37 degrees celsius, but had no inflammatory reaction (crp level: below 1). The patient was discharged home two (2) days after the index procedure. After taking a bath, the patient felt pain at the origin of the leg and an internal hemorrhage was confirmed on the inner side of the puncture site. Four (4) days after the index procedure, the patient visited the hospital and the inner side of the puncture site was noted to be discolored. The puncture site seemed to have no issue, except pain. The patient had blood drawn and was hospitalized. The patient was started on drug therapy (the patient had no fever and the crp level was: 5.73). Five days after the index procedure, the patient¿s crp level was: 3.79. Computerized tomography (CT) displayed a hazy object around the puncture site. Echo displayed a plate-shaped object which is five (5) cm. In length and four (4) cm. In depth. It is unknown if it is a hematoma or layers of infected tissue. According to the cardiovascular surgeon, it should be extracted if the puncture site is infected. However, it would be ideal to wait until it heals in a case of hematoma. This case is under observation. During the pci procedure, a 7 fr. 25 cm. Non-cordis sheath introducer was exchanged to a new 7 fr. 10 cm. Non-cordis sheath introducer. The puncture site was not sterilized and the gloves were not changed at that time. The patient¿s crp level was slightly elevated. This had occurred before during a previous cag procedure/performance, but the cause was unknown. When the patient was punctured for this pci, the initial attempt failed. Any possible hematoma was confirmed per visual observation. The product will not be returned for inspection. The insertion site was the right femoral artery. No target lesion characteristic information was available. The target lesion for the pci was unknown. The physician did not state why the puncture site for the pci was not sterilized and sterile gloves were not used. There was no reported issue during deployment of the exoseal device. No information was available in the exoseal deployment (retrograde, physician certification information, etc.). No additional information is available in regards to the patient¿s current status or treatment provided. Additional information was requested but was reported to be unknown.   The product was not returned for analysis.  Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time.   As per the event description exchange of the procedural sheath was exchanged and the puncture site was not sterilized and the gloves were not changed at that time. As per the instructions for use (IFU) warnings: do not use the exoseal vcd if the sterile field has been broken where bacterial contamination of the sheath or surrounding tissues may have occurred; a broken sterile field may result in infection. Also in the IFU precautions: observe sterile technique at all times when using the exoseal vcd. Employ proper groin management post procedure and post hospital discharge to prevent infection. Access site-related infection is listed in the IFU as one of the most serious recognized risks associated with femoral artery closure procedures. Access site hematoma is listed in the IFU as other less serious potential risks associated with femoral artery closure procedures. Procedural factors may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.